Manufacturer narrative:
This report is for 1 unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4) capture x-rays taken and additional medical intervention required. This report is for 1 unknown plate. PMA/510(k)# is unknown. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) 2014, patient had a motocross injury with bilateral elbow fracture dislocations. On (B)(6) 2014, patient underwent open reduction internal fixation (orif) of the right elbow with plate and unknown screws and orif + radial head replacement of the left elbow on (B)(6) 2014. Post-operatively on (B)(6) 2014, due to nonunion and the fixation in his right radial head fracture failed, patient was revised to explant plate and unknown screws. It was unknown if there were any allegations against the explanted implants. Patient/status outcome and surgical delay were unknown. Patient was revised with right radial head arthroplasty with the synthes radial head. This complaint ((B)(4)) captures the first (1st) revision surgery and following com numbers captures the other three (3) revision surgeries: (B)(4): 2nd revision, (B)(4): 3rd revision, (B)(4): 4th revision. This report is for unknown screw with unknown quantity. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.